Manufacturer narrative:
D10: concomitants: 4392169 / 101-05-30 - 3.2mm drill bit30mm 1pk. 4486609 / 164-02-13 - element-stem, collarless w/ha, high offset, sz 13. 4600446 / 170-36-03 - biolox delta femoral head 36mm od, +3.5mm. 4534942 / 180-65-25 - alteon 6.5mm screw, 25mm. 4484565 / 180-65-40 - alteon 6.5mm screw, 40mm. 4750863 / 186-01-52 - integrip cc, cluster 52mm, g2.

Event description:
Approximately 6 years 11 months after a right tha, the patient was revised due to pain, and dissatisfaction with their hip. Upon examination, the patient has a recalled poly liner. The poly liner and femoral head were revised. The patient left the or stable. The patient was revised to exactech devices. The event is not related to the breakage of a device. The event did not cause a surgical delay/prolongation. Patient was last known to be in stable condition following the event. An x-ray was provided. The explanted devices are not returning. They were sent to the lab and legal hold at the hospital. Device images were provided. No further information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The most likely cause for the revision reported due to early prosthesis wear is a combination of the risk factors: such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). The prosthesis wear was able to be confirmed from the provided radiograph and images. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.